Event description:
It was reported to philips healthcare that the heartstart xl+ defibrillator failed opcheck at the ECG test displaying error code 09:16 which is associated with an ECG failure. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.